Manufacturer narrative:
The complaint of wound dehiscence cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced wound dehiscence at the lead site. Fluid was noted. As a result, the wound was cleaned with idoline two times daily and the patient was given antibiotics. The issue was resolved by (B)(6) 2015.